Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the crosser cto recanalization catheters that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheters are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 14s crosser cto recanalization catheter was received for evaluation. During visual evaluation, the distal end of the outer catheter was damaged with multiple punctures. The core wire was fractured and the broken end of the core wire was protruding from a tear on the outer catheter. The distal tip was still attached to the outer catheter. Therefore, the investigation is confirmed for the alleged core wire fracture and outer catheter puncture. A definitive root cause could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 12/2022), h11: h6(device, result and conclusion), h11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during recanalization procedure, the tip of the catheter allegedly detached right after starting activation. It was further reported that another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the crosser cto recanalization catheters that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheters are identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 12/2022).

Event description:
It was reported that during recanalization procedure, the tip of the catheter allegedly detached right after starting activation. It was further reported that another device was used to complete the procedure. There was no reported patient injury.